Manufacturer narrative:
Not able to get the patient info for this case since surgeon could not remember for whom this report was related. On-site evaluation found that the issue was related to operator error of accidentally unplugging the device which caused the reported event.

Event description:
An operating room staff member reported that the treon system shut down during a procedure while they were in navigate. Someone had unplugged the system and they were not aware that it was running on backup battery. There was no impact on the patients outcome reported.